Event description:
Information was received from a consumer receiving hydromorphone and morphine dose and concentration not reported via an implantable pump. The indications for use were not reported. The patient reported their pump was replaced because ¿it had a kink¿. The event date was noted as 2009. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.